Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), sick sinus syndrome. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), sick sinus syndrome. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, removal of upper enclosure, of pca, blower box cover, physically examine sound abatement foam in the airpath. The manufacturer concludes that unknown evidence of sound abatement foam degradation/breakdown was observed in this device. Initiated therapy reassembly of the device. Inserted sd card to collect available patient compliance and settings data for the care orchestrator. Used service test tool suite to collect the error log and time meters. If time meters both read 0 hours, machine hours were collected from the device¿s information menu in provider mode. And there were 12 errors logged. Box h: device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.